Event description:
A patient supported with biventricular assist devices (bivad) was being transported to the o.r. When the top module (driving the lvad) of the dual drive console (ddc) alarmed and could not be adjusted. The compressor continued to function, but the lvad stopped pumping. The patient was hand-pumped to the o.r. And then transferred to a back-up ddc without incident. The patient did not suffer any adverse effects as a result of this incident and is reported to be stable.